Manufacturer narrative:
Concomitant medical products: 3ml bd syringe, ref 306508, lot 625812b, exp (B)(6) 2019, 0.9% sodium chloride injection; therapy date unknown. The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that during morning safety checks it was noticed that there was a leak where the tubing connects to the filter. There was no report of patient harm.

Event description:
The customer reported that during morning safety checks the connection between the "medline" and the filter set was wet. The sets were replaced, rechecked later and a leak was found at the same connection. The sets were replaced and the infusion continued without any additional leaks. There was no report of patient harm.

Manufacturer narrative:
The customer¿s report of a fluid leak where micro bore extension sets were connected to filtered extension sets was neither confirmed nor replicated. The tubing set received from the customer was functioning effectively throughout investigational testing, whether connected or tested individually. No fluid leaks occurred at any time. The root cause of the reported leaking could not be determined.